Manufacturer narrative:
H3. Onsite functional and visual examination was performed by a manufacturer representative. The rubber belt was found to be causing the issue. The belt was lubricated to resolve the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was making noises during a spin from anterior-posterior to lateral. There was no reported patient impact and surgical delay was unknown. The surgeon elected to free hand the procedure. The most likely cause of the event was the internal components needed to be realigned.